Event description:
It was reported that the patient had a procedure the morning of report to implant a trial spinal cord stimulator (scs) system. The patient then called the reporter and stated that the wires pulled out. The reporter did not have any additional information about the issue. The caller was trying to contact the manufacturer's representative that was at the surgery but was unable to get a hold of her. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).